Event description:
It was reported that the patient presented for a revision procedure of the right ventricular lead. It was noted that the lead exhibited high pacing impedance due to confirmed conductor fracture via clavicle crush under chest x-ray. The lead was explanted and replaced. The patient was in stable condition.